Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. Visual inspection by naked eye did not identify any abnormalities that could have contributed to the reported condition. A leakage test of the dialysate and blood side were performed, and no leaks were identified on both leak tests. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not observe the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a revaclear 400, an external dialysate leak occurred at the bypass end. There was no patient involvement. No additional information is available.